Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula was out of the tissue at the infusion site. If the cannula had dislodged or not inserted properly, insulin delivery could be interrupted, contributed to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged," "check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indelicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that he activated the device in the morning and by 1:00 pm his blood glucose reached 400 mg/dl. He corrected (time and dosage not reported), but by 9:00 pm his bg was 470 mg/dl. He removed the pod at 1:30 am and noticed that the cannula was out of the tissue.